Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, rendering the device no longer watertight and at risk of environmental exposure; the user reported no effect on blood glucose at the time and was instructed to transition to backup therapy, with a replacement device arranged and guidance provided on shutdown, data sync to the mobile app, and the need to complete a new startup on the replacement. Symptoms included no adverse clinical effects. Outcomes included a replacement device shipment, planned return of the damaged pump with a provided shipping label, and continued cgm use via the dexcom app or receiver. Investigation included review of user report and shipment tracking. Investigation of this device revealed physical damage to the display component consistent with a cracked screen, with no device performance issue reported beyond loss of watertight integrity. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling or external impact.